Manufacturer narrative:
An event of incomplete expansion of valve during placement and "possible entanglement of the anterior leaflet tip" was reported. Also reported that the leaflets were fully functional and there was no transvalvular gradient and no paravalvular leak noted. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported valve under-expansion could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 39mm tendyne mitral sp valve was selected for implant. No issues were reported during valve loading and the valve did not have difficulty closing completely. During deployment, the valve had difficulty opening completely. After correct placement of the valve, "an incomplete expansion of the valve became visible." There was "possible entanglement of the anterior leaflet tip." However, the leaflets were fully functional and there was no transvalvular gradient and no paravalvular leak noted. The valve was implanted and was reported to remain implanted in good position. The patient was reported to be recovering.